Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's ipg experienced impedance issues and communications issue with the controller. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. Effective therapy was established postoperatively.